Event description:
It was reported by the customer's mother, that the customer had high blood glucose levels over 600mg/dl. It was also reported that the customer had a failed battery test. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.